Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. H a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd integra¿ syringe, retracting needle "the protective cap has become dislodged from the needle inside the package and the needle is protruding through the outside plastic wrapper". There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of the bd integra syringe, retracting needle "the protective cap has become dislodged from the needle inside the package and the needle is protruding through the outside plastic wrapper". There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. DHR: no issues related to these complaints were recorded while producing these batches. No qns were issued as well.